Event description:
It was reported while using bd phaseal optima injector (n40-o) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: bd 190 reported date: (B)(6) 2022 event date: (B)(6) 2022 patient stated: "I felt my chest was wet and found out that my pump tubing was already disconnected from the port-a-cath needle connection; I also noted that there was blood in my pac catheter".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2107309, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. Results were reviewed for the reported lot and no issues were identified. Five retained samples from lot 2107309 were used for additional evaluation. All product was inspected, no damage was observed on the product and all luer dimensions were verified to be within the required specifications. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported while using bd phaseal optima injector (n40-o) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: bd 190 reported date: 03/11/22 event date: 03/11/2022. Patient stated: "I felt my chest was wet and found out that my pump tubing was already disconnected from the port-a-cath needle connection; I also noted that there was blood in my pac catheter."